Event description:
It was reported that during the one month follow up visit post implant of a (B)(4) patient enrolled in registry had an injection port issue. The surgeon's had difficulty withdrawing the filling solution. There was no adverse impact to the patient.

Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis.